Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Dexcom representative advised patient to forget other (B)(6) devices, disable then re-enable (B)(6), close out all other background applications. The issue was not resolved as the patient encountered the same issue later that day when he stepped out of his car. It was believed that this issue was related to his car (B)(6) connection. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/05/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.